Event description:
Customer's family member reported that pt received a reading of 98 mg/dl with the freesyle meter. Minutes later, pt began to experience symptoms of hypoglycemia. An ambulance was called and paramedics received a comparison reading of 32 mg/dl with an unknown brand of meter. Intravenous treatment was provided. Customer was in the hospital for five days. Pt has kidney failure and is treated by dialysis. Icodextrin is not part of the customer's treatment program. Testing was conducted on the fingers.